Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery did not charge consistently when plugged into a power source, and that the usb cable needed to be held in position in order for the pump to charge. The customer's blood glucose (bg) level ranged from 71-140 mg/dl. A replacement usb cable and wall adapter were sent to the customer. Upon follow up, the customer indicated that the issue persisted after using the replacement usb cable and wall adapter. Reportedly, the customer continued to use the pump for insulin therapy.